Manufacturer narrative:
(B)(4). Concomitant products - unknown vanguard femoral, catalog # unknown, lot # unknown. Unknown vanguard tibial tray, catalog # unknown, lot # unknown. (B)(6). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04644 and 0001825034-2017-04645.

Event description:
It was reported in the clinical study that the patient expired due to unknown reason. No additional patient consequences were reported.